Event description:
A customer reported an error on their continuous glucose monitor (cgm error 42). There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller in resetting their pump, and the error did not reoccur, allowing the customer to successfully start their sensor session.